Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was loose and the tubes were damaged with a bd vacutainer® k2e 5.4mg plus blood collection tubes. This occurred on 50 separate occasions prior to use. The following information was provided by the initial reporter: laboratory has received tubes with wrong positioned (skew) and damaged closures. Among tube box or boxes has been about 50 pieces of tubes with failure. Tubes were already divided to sampling carriages and were found later on before blood collection when failure was noticed at first time.

Manufacturer narrative:
Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cocked stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the stopper was loose and the tubes were damaged with a bd vacutainer® k2e 5.4mg plus blood collection tubes. This occurred on 50 separate occasions prior to use. The following information was provided by the initial reporter: laboratory has received tubes with wrong positioned (skew) and damaged closures. Among tube box or boxes has been about 50 pieces of tubes with failure. Tubes were already divided to sampling carriages and were found later on before blood collection when failure was noticed at first time.